Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that an unidentified customer has had unspecified device issues and had experienced high blood glucose levels. The contact stated that the customer was no longer using the pump and reverted to using insulin injections to manage diabetes. No additional information was provided.